Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the 840 ventilator had a blank screen. There was no pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the power supply and motherboard pcb. The unit passed extended self-testing.